Event description:
On (B)(6) 2006, I had an incisional hernia on my belly, at the site of a 10 yr previous back surgery, caused by a car accident repaired w/timesh. Within days of the implantation of the timesh I had severe swelling, reactions to everything including band aids or anything that touched my skin. I developed a seroma where the timesh was . On (B)(6) 2006, another operation was done to remove the timesh and replace it w/duramed. I was told that I was having a reaction to the timesh. After this surgery I had drain tubes in my belly to drain out fluid. During this operation I reacted to everything, tape on my face, lidocane.. Etc. Currently, I have severe daily pain for which I take tramadol for in my navel area. A CT scan shows a 4 mm by 19 mm piece of timesh left in this area. I constantly suffer from allergic reactions when prior to the timesh I never had allergies. Over the past 4 yrs the allergic reactions have settled down some but I still have some type of allergy constantly. It took 2 yrs for me to be able to wear a band aid without getting hives and a blister. When the pollen and mold levels are high I am so miserable from the allergies that I can hardly work and I now have chronic sinus issues. I have titanium implants in my spine and never had a reaction. Dates of use: (B)(6) 2006 - (B)(6) 2006, still small piece left. Diagnosis or reason for use: incisional hernia repair. Event abated after use stopped or dose reduced: no.